Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the infusion set would not reconnect after getting disconnected. Customer's blood glucose was 400 mg/dl and treated by bolus with insulin pump. Customer was advised to change the infusion set. No troubleshooting was done on high blood glucose. Customer will not be returning the device for analysis.